Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Customer's blood glucose level was 409 mg/dl. During troubleshooting with tandem technical support, it was verified that the customer was not removing the air from the cartridge and filled the cartridge with 300 units of insulin which caused the cartridge to leak. Reportedly, the customer was able to successfully load a new cartridge to address the issue.